Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to clinic for a follow up, post-paced t-wave oversensing was observed on the device via real-time egm. The patient received inappropriate shock due to oversensing. Programming changes were recommended and were successful in correcting the oversensing issue.